Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the item was neither listed in the database nor visible on the es server. A technical support specialist indicated that the customer opted to cancel the ticket, suggesting that the issue could have been addressed on the customer's end. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system did not generate medication on the jit interface for filling. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.